Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. The manufacturing record past 6 months from delivery date was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, the subject device was used. In the procedure, the tissue pad of the subject device was separated. There was no patient injury reported. No further information was reported.